Manufacturer narrative:
Continuation concomitant medical products: dtba1d1 crtd implanted: (B)(6) 2013; 407652 lead implanted: (B)(6) 2011. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the patient was diagnosed with staphylococcus epidermidis endocarditis. It was also reported blood cultures were positive for staphylococcus epidermidis, and that vegetation was seen on the patient's mitral valve and possibly on a lead. The patient was started on antibiotics and the cardiac resynchronization therapy defibrillator (crt-d) system was explanted. The patient is a participant in the product surveillance registry study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.